Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-00038.

Event description:
It was reported that, "shaft broke (B)(4)."